Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection, perforation, myocardial infarction, and arrhythmia are listed in the otw mini trek ii coronary dilatation catheter instructions for use (IFU) as known patient effects of coronary procedures. The investigation determined a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4), post-market clinical follow-up evaluation report coronary dilatation catheters the additional device issues listed in the report are captured under separate medwatch reports.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott otw mini trek ii coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias including ventricular fibrillation, perforation, myocardial infarction. The report also found performance issues with the otw mini trek ii cdcs such as issues with delivery, inflation, deflation, and withdrawal. (B)(4).